Event description:
It was reported that the clip slipped and popped off during usage in a laparoscopic operation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge from 544240 hemolok l clips 6/cart 84/box for investigation. The returned cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there was only one intact clip remaining in it. The intact clip was loose in the cartridge on the side with the pierced bosses and it appears the clip was placed back into the cartridge after it was used. The intact clip had a divot on one side of the hook and also had a damaged pierced boss on the same side as the divot on the hook. Based on the damages observed, it appears that damaged appliers were used. The cartridge appears used as there is biological material present on the sample. The intact clip also had flash near the hook and had an indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clip returned in the cartridge. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The clip did not slip , and the hook did not break upon application. Although the hook did not break, there is an indication of mis-molding near the hook on the clip which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The customer reported a complaint that the "clip slipped." The intact clip had a divot near the hook and a damaged pierced boss. Based on the damages observed, it appears that damaged appliers were used. If damaged appliers were used, it could affect the end user's ability to properly load and apply clips. Therefore, unintentional user error caused or contributed to this event. However, the intact clip also had flash near the hook and had an indication of mis-molding near the hook which could cause the hook to break upon application. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip slipped" was confirmed based upon the sample received. The cartridge was returned with one intact clip that appears used.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1800401 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip slipped and popped off during usage in a laparoscopic operation.